Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient called to inquire about compatibility with a tanning bed and reported their neurostimulator was off because it was "pretty much sticking out" and that they could feel it. The patient stated they were worried the metal would get hot from the inside if they were to use the tanning bed. Patient services reviewed this information with the patient and inquired if the issue of the neurostimulator sticking out had been since implant. The patient replied "yes," that it was and close to the surface of the skin and reported they were supposed to be going on (B)(6) 2022 to talk to the doctor to get the neurostimulator removed because it would get caught when they would sit on chairs and that it was completely sticking out. The patient offered up no further information and as already stated, they were going to follow up with their managing health care provider (hcp) about the issue. No further complications were reported at this time.